Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. Date of event is an approximation. The patient reported multiple instances of inaccurate cgm values. This report is to capture the event where the patient described in instance of being hypoglycemic. The patient was reportedly crashing, having pre-syncope, and unable to drive. The patient had to pull his vehicle over and required unspecified assistance from the significant other. The egv (estimated glucose value) at that time was 300 mg/dl and the tandem t-slim pump in automated insulin delivery was delivering insulin. At some point, the bg was 136 mg/dl. The patient reportedly sought care at an urgent care. Reversal of symptoms of hypoglycemia was not described. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.